Manufacturer narrative:
Upon additional information received it was determined that , the issue should not have been submitted as a medical device report (MDR) as there were no alleged deficiencies with the product.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced shocking sensation. Diagnostics showed the impedance were invalid on few contacts. Surgical intervention may take place to address the issue.